Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. In addition, valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the xt valve malposition cannot be confirmed. It is possible that patient factors (i.e. Narrow stj with moderate valve calcification) may have caused or contributed to the event. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the reported complete av block was likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, post deployment, the 26mm sapien xt valve position was canted and the patient had developed complete av block. A second valve was deployed and a permanent pacemaker (ppm) was scheduled to be implanted. Post deployment the 26 mm sapient xt valve landed in a 50:50 aortic/ventricular (a/v) position at the non-coronary cusp side and 20:80 (a/v) at the left coronary cusp side. Immediately after implantation of the first 26 mm sapien xt valve, complete av block occurred and backup pacing was initiated. A valve-in-valve implantation was performed to secure the 1st valve. The second 26mm sapien xt valve was implanted in a 60:40 a/v position at both sides. The complete av block remained unchanged after the valve-in-valve procedure and the pacing lead was re-inserted via the jugular vein when the patient left the operating room. The pulse did not appear when the pacing was turned off, a permanent pacemaker implantation was scheduled. The aortic annulus diameter measured 22mm with moderate calcification by CT. The sinotubular junction (stj) diameter measured 21mm and the sinus of valsalva (sov) diameter measured 32mm. The patient has moderate ventricular septal hypertrophy.